Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the black box showed evidence of one unexplained pump reboot. Pump was not powered again until (B)(4) 2018. The pump intermittently powered with the returned battery cap. The battery cap threads were found to be damaged. A test battery cap was used for all testing. Pump powered on with a test battery cap. Battery cap is able to fully tighten. Battery compartment crack observed from thread area to case seal. No evidence of moisture inside battery compartment.a 24 hour basal program was run with a test battery cap. No reboot, loss of power or call service alarms duplicated. Removed pump case. No evidence of moisture or loose components inside pump. "Intermittent power" condition due to battery cap/compartment damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.